Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. Customer's blood glucose level was around 400 mg/dl. The customer was not feeling well, therefore, she switched back to her old insulin pump. While switching back to her new insulin pump, she attempted to fill the tubing but insulin was not coming out. The customer's blood glucose level went from 458 mg/dl to 498 mg/dl after delivering insulin with the insulin pump. After troubleshooting, insulin exited the new insulin pump. The device was not returned.